Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Per product labeling: use the lancet device to prick your finger. Gently massage the lanced finger until a drop of blood is formed. Do not press or squeeze the finger. See the meter manual for more information. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(4). The result from the meter was 3.1 inr. The customer reports they had to squeeze excessively to obtain a drop of blood. Within an hour, the result from the laboratory using innovin reagent was 2.3 inr. The therapeutic range was 2.5-3.5 inr.